Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had difficulties using their glucose sensor. Customer was walked through trouble shooting and proper glucose sensor connecting procedures. The customer's blood glucose level was reported at 114 mg/dl. Customer will call back if problem persists. No further information was provided.